Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the fenestrated bipolar forcep instrument with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn't show any related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the user was unable to activate the bipolar instrument. The e-200 generator was responding, but there was no cautery output. The issue was resolved by replacing the instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the internal wire might have been broken. The user may return the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it may have been the fenestrated bipolar forceps instrument, 471205-19/k11240822-0201 that had cautery output issue. It was observed that a wire was damaged on the bipolar instrument. The procedure was completed robotically, and the instrument was replaced with a back up. The instrument will be returned to isi.